Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The returned reciproc file r25 8/100 25mm 025 is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we notice that the abs ring is absent from the handle. This device, intended to expand if we try to sterilize the file, has been obviously removed intentionally by the customer (large cuts are visible in the groove where the abs ring was present). This could mean that the file was possibly being reused when it has broken.

Event description:
In this event it was reported that a reciproc file broke during use. The separated piece could not be retrieved and was incorporated into the filling.